Event description:
It was reported that the explanted device was received in innsbruck for investigation. No info is available at this time as to the events leading to the explantation.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.